Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded noise from the right atrial (ra) lead and the right ventricular (rv) lead was dislodged, exhibiting shock impedance greater than 200 ohms, which is high out of range. The ra lead sensitivity was decreased. Both the ra and rv leads are competitor products. The crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded noise from the right atrial (ra) lead and the right ventricular (rv) lead was dislodged, exhibiting shock impedance greater than 200 ohms, which is high out of range. The ra lead sensitivity was decreased. Both the ra and rv leads are competitor products. The crt-d system remains in service. No adverse patient effects were reported.